Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of thirty-three devices. Visual inspection of the needles noted no abnormalities. Functionally, a bend moment test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to mishandling the needle by grasping it at the tip or swaged end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while on vessel anastomosis, the device's needle broke. The surgeon tried to find the broken needle.